Event description:
It was reported that the needle broke during the procedure. The needle was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip of the injector needle broke probable root cause: design - design stackup interference, too much clearance between catridge and loaded suture - catridge tip goemetry not sufficient for grabbing suture - cartridge design does not withstand attempted passing forces, material too weak - handle tip design does not withstand attempted passing forces, too weak - handle tip design insufficient for suture retention after passing process - handle tip not manufactured to specification - cartridge tip not manufactured to specification application - incorrect cartridge assembly - reuse of catridge - damage to cartridge during handling - difficult surrounding tissue or anatomy - improper loading of suture the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. 81.

Event description:
It was reported that the needle broke during the procedure. The needle was retrieved.